Event description:
During a review of the pump?s event history by baxter personnel, a colleague infusion pump alarmed upstream occlusion after one minute of more of delivery and then indicated that the unknown set was replaced due to an open keypress in the event history. The upstream occlusion alarm has been addressed in the related complaint, this complaint will address the possibility that the set is defective due to the open keypress. Patient involvement is unknown. There was no patient injury or medical intervention reported for this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The device used in this situation is unknown; therefore, it does not contain a us 510k number. If additional information or samples become available, a follow-up report will be submitted.